Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 380 mg/dl at the time of incident. The customer performed high pressure test and the insulin pump passed. The customer performed troubleshooting for the high blood glucose. The customer stated that there were no leaks found. The customer stated that there were no setting issues found. The customer stated that the insulin pump was not working properly. The insulin pump will be replaced and will be returned for analysis.